Event description:
It was reported that after 18,776j with 4:01 minutes of use, the fiber started forward firing at max 80 watts. The staff could see where the light was being emitted from. There was good flow and proper cooling drip of the fiber. The tip of the fiber was not cleaned during procedure. A second fiber was used to complete the case. There was no injury reported due to this event.

Event description:
It was reported that after 18,776j with 4:01 minutes of use, the fiber started forward firing at max 80 watts. The staff could see where the light was being emitted from. There was good flow and proper cooling drip of the fiber. The tip of the fiber was not cleaned during procedure. A second fiber was used to complete the case. There was no injury reported due to this event.

Manufacturer narrative:
The device history record (DHR) confirmed that the devices met all material, assembly and performance specifications. Analysis of the device revealed the glass cap shows a circumferential fracture on the distal side of fiber/cap fusion zone of the bevel edge. The fiber proximal to fracture can rotate independently of outer flow tubing. The glass cap exhibits severe devitrification at output window. The metal cap exhibits mild char on surface. The outer flow tubing open end exhibits minor scratch marks. Based on the device finding, it is likely that cap wear was accelerated due to heat accumulation caused by anatomical/procedural factors (tissue contact and technique) encountered during the procedure which would limit the performance of the fiber. This would cause reduced vaporization efficiency. Cap wear acceleration lead to the possibility of glass cap fracture. The identified issues noted above may activate the fiberlife function which would modulate the power showing a pulsing beam or system would be placed into standby mode. An evaluation conclusion code of known inherent risk of device was assigned to this investigation.

Event description:
Change to it was reported that after 18,776j with 4:01 minutes of use, the light was emitted from the fiber and the staff could see where the light was being emitted from. There was no injury reported due to this event.